Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that an alarm occurred and the main circuit board was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the main circuit board was broken due to an accidental failure of the sensor of the main circuit board.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during cholecystectomy with the subject device, when the power of the subject device was turned on, an alarm occurred and the indicators on the front panel of the subject device was not displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.